Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that either the entire or a partial portion of catheter was explanted on (B)(6) 2013. There was an unknown catheter issue as there was an inability to retrieve cerebrospinal fluid (csf) on a "pump study" or when the pump was actually disconnected from the catheter. The event required surgical intervention of a catheter revision. As a result of the event, the patient was experiencing less than 50% therapy relief in their usual area of pain. The drug in the pump was not reported.

Manufacturer narrative:
Analysis of the catheter found a procedural non-conformance. The catheter was received in 3 segments. As received, the dispensing holes were free of any occlusions or foreign material. Patency testing with bleach solution during internal decontamination of all 3 segments did not show any occlusions. A non-significant indent was seen in the cup of the sutureless (sc) connector. It was determined to be non-significant because not enough of the indent was located in the silicone seal down in the sc cup and therefore did not meet the criteria for occlusion. In the distal segment proximal to the anchor, a tiny hole was found in between the 23 and 24 centimeter markings under microscope. The holes did not start leaking until about 10 pounds per square inch (psi) of air pressure was applied. The appearance of the hole indicated it may have been caused by a needle stick. The hole was not related to the manufacture of the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.